Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: test strip issue.

Event description:
Customer complains of hi results. Customer states that she has a headache and fells lethargic, she is going to seek medical attention. Customer is concerned with: results obtained: 1:true balance hi (B)(6) 2015 06:59:00 pm. Cstates she will seek medical attention reviewed meter memory. 1. Hi (B)(6) 2015 6:59 pm fasting:no customer called for assistance with meter as she has been recently diagnosed diabetic.